Manufacturer narrative:
The glidescope avl video monitor and glidescope spectrum smart cable were returned to verathon for further evaluation. A verathon technical service representative evaluated the returned system where they were unable to duplicate the reported disappearing image issue. When the returned monitor and cable were connected to a test blade, it would produce an image that was stable and clear with good color rendition. The monitor and cable were certified and returned to the customer for use. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope spectrum smart cable, the image would freeze and show green lines intermittently. The procedure was completed with another glidescope system, which was made available within five (5) minutes. No harm to the patient or user was reported.